Event description:
Bayer case number: (B)(4). Recurring pelvic pain that feels like nails being driven [pelvic pain female], tingling hands and feet [tingling feet/hands], allergic reaction affecting the oral mucosa [oral mucosal discolouration], ovarian region pain [ovarian pain], fallopian tube pain [adnexa uteri pain], muscle pain [muscle pain], tendinitis [tendinitis], swollen breast [breast swelling], swollen finger [hand swelling], weight gain [weight gain], hair loss [hair loss], severe fatigue impacting my professional life [fatigue], depression [depression], visual aura [visual aura], acid reflux [acid reflux (oesophageal)], abdominal swelling, [swelling abdomen], painful intestines [bowel pain], gas [gas], painful bowel motility [bowel pain], repeated vaginal mycosis [vaginal mycosis], urinary infection [urinary infection], osteochondromatosis of the right hip [osteochondroma], biliary stones [biliary stones]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("recurring pelvic pain that feels like nails being driven") in a 43-year-old female patient who had essure inserted (lot no. A95857) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required), paraesthesia ("tingling hands and feet"), oral mucosal discolouration ("allergic reaction affecting the oral mucosa"), ovarian pain ("ovarian region pain"), adnexa uteri pain ("fallopian tube pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), breast swelling ("swollen breast"), peripheral swelling ("swollen finger"), alopecia ("hair loss"), fatigue ("severe fatigue impacting my professional life"), depression ("depression"), aura ("visual aura"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("abdominal swelling,"), a first episode of gastrointestinal pain ("painful intestines"), flatulence ("gas"), a second episode of gastrointestinal pain (" painful bowel motility"), vulvovaginal mycotic infection ("repeated vaginal mycosis") and urinary tract infection ("urinary infection") and was found to have weight increased ("weight gain") and osteochondroma ("osteochondromatosis of the right hip"). Essure was removed on (B)(6) 2025. In 2025 she experienced cholelithiasis ("biliary stones"). The patient was treated with surgery (total hysterectomy and salpingectomy and total hip replacement in 2020). At the time of the report, the alopecia was resolving, the vulvovaginal mycotic infection and urinary tract infection had resolved and the myalgia, tendonitis and fatigue had not resolved. The outcomes for pelvic pain, paraesthesia, oral mucosal discolouration, ovarian pain, adnexa uteri pain, breast swelling, peripheral swelling, weight increased, depression, aura, gastrooesophageal reflux disease, abdominal distension, flatulence, osteochondroma, cholelithiasis and the last episode of gastrointestinal pain were unknown. No causality assessment was received for essure with regard to paraesthesia, oral mucosal discolouration, pelvic pain, ovarian pain, adnexa uteri pain, myalgia, tendonitis, breast swelling, peripheral swelling, weight increased, alopecia, fatigue, depression, aura, gastrooesophageal reflux disease, abdominal distension, the first episode of gastrointestinal pain, flatulence, the second episode of gastrointestinal pain, vulvovaginal mycotic infection, urinary tract infection, osteochondroma or cholelithiasis. The reporter commented: a significant chunk of the symptoms disappeared with the removal of the essures, but I still don't know the impact on my body of having this medical device inside me for more than 10 years and what. It may have caused. I have not had any urinary infections or vaginal mycosis for 4 months now. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) recurring pelvic pain that feels like nails being driven [pelvic pain female] , tingling hands and feet [tingling feet/hands] , allergic reaction affecting the oral mucosa [oral mucosal discolouration], ovarian region pain [ovarian pain] , fallopian tube pain [adnexa uteri pain] , muscle pain [muscle pain] , tendinitis [tendinitis] , swollen breast [breast swelling], swollen finger [hand swelling] , weight gain [weight gain] , hair loss [hair loss] , severe fatigue impacting my professional life [fatigue] , depression [depression] , visual aura [visual aura] , acid reflux [acid reflux (oesophageal)] , abdominal swelling, [swelling abdomen] , painful intestines [bowel pain] , gas [gas] , painful bowel motility [bowel pain], repeated vaginal mycosis [vaginal mycosis] , urinary infection [urinary infection] , osteochondromatosis of the right hip [osteochondroma] , biliary stones [biliary stones] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-sep-2025. The most recent information was received on 03-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("recurring pelvic pain that feels like nails being driven") in a 43-year-old female patient who had essure inserted (lot no. A95857) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required), paraesthesia ("tingling hands and feet"), oral mucosal discolouration ("allergic reaction affecting the oral mucosa"), ovarian pain ("ovarian region pain"), adnexa uteri pain ("fallopian tube pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), breast swelling ("swollen breast"), peripheral swelling ("swollen finger"), alopecia ("hair loss"), fatigue ("severe fatigue impacting my professional life"), depression ("depression"), aura ("visual aura"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("abdominal swelling,"), a first episode of gastrointestinal pain ("painful intestines"), flatulence ("gas"), a second episode of gastrointestinal pain ("painful bowel motility"), vulvovaginal mycotic infection ("repeated vaginal mycosis") and urinary tract infection ("urinary infection") and was found to have weight increased ("weight gain") and osteochondroma ("osteochondromatosis of the right hip"). Essure was removed on (B)(6) 2025. In 2025 she experienced cholelithiasis ("biliary stones"). The patient was treated with surgery (total hysterectomy and salpingectomy and total hip replacement in 2020). At the time of the report, the alopecia was resolving, the vulvovaginal mycotic infection and urinary tract infection had resolved and the myalgia, tendonitis and fatigue had not resolved. The outcomes for pelvic pain, paraesthesia, oral mucosal discolouration, ovarian pain, adnexa uteri pain, breast swelling, peripheral swelling, weight increased, depression, aura, gastrooesophageal reflux disease, abdominal distension, flatulence, osteochondroma, cholelithiasis and the last episode of gastrointestinal pain were unknown. No causality assessment was received for essure with regard to paraesthesia, oral mucosal discolouration, pelvic pain, ovarian pain, adnexa uteri pain, myalgia, tendonitis, breast swelling, peripheral swelling, weight increased, alopecia, fatigue, depression, aura, gastrooesophageal reflux disease, abdominal distension, the first episode of gastrointestinal pain, flatulence, the second episode of gastrointestinal pain, vulvovaginal mycotic infection, urinary tract infection, osteochondroma or cholelithiasis. The reporter commented: a significant chunk of the symptoms disappeared with the removal of the essures, but I still don't know the impact on my body of having this medical device inside me for more than 10 years and what. It may have caused. I have not had any urinary infections or vaginal mycosis for 4 months now. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Batch 95857, manufacturing date:31-jan-2013, expiry date:31-jan-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-oct-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.